Event description:
It was reported that the control module was giving error codes during a breast biopsy procedure. The procedure was able to be completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The equipment was re-calibrated to correct the error code issues. Part replaced that was not related to the customer complaint was the rotational cable due to it was coming apart. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed and has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.